Event description:
It was reported that a powered wheelchair went in reverse unexpectedly and the caretaker was stuck between the chair and wall. The caretaker sustained bruises, soreness in his shoulder, and fell due to the event. The extent of his injuries is unknown. The caretaker will seek medical intervention. Should additional relevant information become available, a supplemental report will be submitted.